Manufacturer narrative:
(B)(4). Covidien service engineer (se) inspected the device and replaced the analog interface (ai) printed circuit board (pcb) and updated the software to the latest revision. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable during patient use. No additional information can be obtain regarding the patient involvement.